Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated after implantation. The issue was diagnosed by the doctor. As a result, patient underwent bilateral removal and replacement as follow: left replaced with lot number 7587406, serial number (B)(4), and right replaced with lot number 7563157, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 16 cm located all across the anterior aspect and extended to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 246704 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).